Manufacturer narrative:
(B)(4) date sent 7/17/2025 d4 batch # 278d97 b3: only event year known: 2025. Investigation summary the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the glc80 device was received with the anvil shroud separated from the anvil and the clamp arm pivot pin missing and not returned. The anvil shroud tab was separated from the anvil but constrained around the anvil clamp pin. Witness marks on the proximal end of the anvil shroud indicate the device was misclamped without having the device halves locked. An unfired glcr80b reload was loaded in the device with all staples present and the swing tab in the unlocked position. No functional test was performed due to condition of the device. The event reported was confirmed and it is related to improper use of the device. Please reference the instructions for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. A manufacturing record evaluation was performed for the finished device batch number 278d97, and no non-conformances were identified. The lot#312d82 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Additional information was requested, and the following was obtained: please provide more details for "the machine it had a loose in"? The scrub tech said that during the case the surgeon fired the device fine with no harm to the patient. On the back table the pin in the device came loose and fell out. They retrieved another glc device to use for the next firing, and everything went well. No patient consequences. Additional information: with the glc80¿s: possibly the or tech was not loaded correctly. The device ¿fell apart¿. The pin fell out. Glc100 issue fired twice but the 3rd firing only fired halfway. Possibly improper reload situation. 2nd glc100 was not used.

Event description:
It was reported that during an unknown procedure the sergeant tried to close the device but it would not close when inspecting the machine it had a loose in. There were no patient consequences reported. D